Manufacturer narrative:
Manufacturer is currently awaiting additional information regarding subsequent removal attempt and additional information along with the final conclusion will be provided in the supplemental report.

Event description:
It was reported that a user experienced a failed sensor removal. Although the healthcare provider (hcp) was unable to remove the existing eversense sensor, they successfully implanted a new sensor in the opposite arm. The removal attempt involved an incision, and the sensor was in the left upper arm. The user reported doing very well following the procedure. The user confirmed that the sensor was successfully localized before the removal attempt. The sensor was palpable prior to incision, and localization was aided by the transmitter, ultrasound, and a magnet. Plans were made for another removal attempt in july, the user was also advised that the retained eversense sensor meets biocompatibility requirements for a permanent implant, meaning there was no urgent need for immediate removal and that the procedure could be scheduled at a convenient time.